Manufacturer narrative:
Pump received with broken battery tube threads, broken belt clip slot and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack around battery cap area and around belt clip. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.